Manufacturer narrative:
In trouble-shooting, the reported issue could not be replicated. The medtronic representative performed multiple registrations and left the navigation system running and the issue did not present itself. The medtronic representative confirmed that all cables were properly seated as well. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system monitor intermittently flickers. This does not disrupt anything, reported it is just more of a nuisance. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.